Manufacturer narrative:
The reagent lot number is 788195 with an expiration date of 31-dec-2025. The investigation reviewed the calibration performed on 12-oct-2024 and the data for one level of qc; the results were within specifications. The investigation reviewed the alarm trace; the trace contained "abnormal aspiration (sample pipetter s1)" errors. These are indicators of possible poor sample quality. The investigation reviewed the customer's handling of patient samples; the centrifugation setting was 7 minutes at 4000 rpm. The centrifugation time may be shorter and the speed may be faster than recommended. The field service engineer (fse) inspected the analyzer and found the sample external wash was insufficient and the customer had to replace the deionized (di) water filter. The fse increased the outside wash, replaced and adjusted the sample probe, and checked the rinse levels. The customer replaced their di water filter. The fse verified the analyzer's performance by a successful precision test. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable mg2 magnesium gen.2 result from one patient sample tested on the cobas c 503 analytical unit. The initial result was 1.72 mg/dl. The repeat result was 1.08 mg/dl. The reporter stated that the initial result was reported outside the laboratory and qc issues prompted the patient sample rerun. The reporter was unsure which result was correct.